Event description:
It was reported that during a radical operation of a carcinoma of the stomach, the instrument did not fully staple. After firing, the anastomotic stoma was not completely stapled. About half of the circle was not stapled, and the stapler leg was straight. All donuts were completed. The physician finished the procedure by hand sewing. Or time extended for over an hour, change to hand sewing.